Event description:
Consumer reported complaint for high blood glucose test results. Customer reported complaint for two true metrix meters: additional internal report reference number: (B)(4) . The customer is concerned with test results from results obtained of 234 and 219mg/dl. The customer¿s expected am fasting blood glucose test result is 92mg/dl and expected pm fasting) blood glucose test result range is 89-118mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was sometimes not using the proper testing technique. During the call, a back to back blood test was performed by the customer pm fasting and produced test results of 89mg/dl and 86mg/dl using true metrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (time not set; customer was not concerned with the result of 71mg/dl): result 1: 97 mg/dl. Date: (B)(6) 2022 time: 1:23pm. Fasting am result 2: 234 mg/dl. Date: (B)(6) 2022 time: 1:22pm. Fasting am. Result 3: 219 mg/dl. Date: (B)(6) 2022 time: 1:21pm. Fasting am. Result 4: 103 mg/dl. Date: (B)(6) 2022 time: 8:08pm. Fasting pm. Result 5: 71 mg/dl. Date: (B)(6) 2022 time: 5:34pm. Fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 25-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 18-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.